Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 16 false positive results were obtained by the laboratory personnel. A manual check was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " did the patient/medical provider perceive results to be correct and report them? No. If applicable, is there a confirmatory test standard procedure? Customer check vials manually according to internal laboratory procedures. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? Unknown, it¿s a responsibility of laboratory biologist and medical department. The machine generated 16 false positives. There are no errors."

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. Bd remote assistance communicated with the customer and there is not enough information provided for this investigation to be processed. If any further information is provided in the future, this case will be re-opened and re- investigated. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. Due to lack of information provided, the root cause was unable to be determined. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 16 false positive results were obtained by the laboratory personnel. A manual check was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " did the patient/medical provider perceive results to be correct and report them? No. If applicable, is there a confirmatory test standard procedure? Customer check vials manually according to internal laboratory procedures. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? Unknown, it¿s a responsibility of laboratory biologist and medical department. The machine generated 16 false positives. There are no errors."